Event description:
It was reported that a flogard infusion pump generated a 38 alarm upon power up. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated on-site by a field service technician. Functional testing found that the device experienced an f_38 alarm when it was powered on. The cause was determined to be damaged force sensing resistors (fsrs). The fsrs were replaced to address the reported condition. The device was returned to the customer in good working condition. Should additional relevant information become available a supplemental report will be submitted.